Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor quality image and faulty charged coupled device (ccd). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined since the allegation could not be confirmed. Additionally, the poor image quality was due to faulty charged coupled device (ccd). The most probable cause of the malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head had a tilted lens. The issue was found during unspecified procedure with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.